Event description:
Device malfunction: difficult to remove. Symptoms/ae: failure to achieve hemostasis; surgical removal. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of starclose device attempted arteriotomy closure in the right femoral artery after an interventional procedure. Reportedly, the device became stuck in the wound tract during removal. Counter-tension was unsuccessfully used in the retrieval attempt; however, the pt was sent to surgery and a cut-down procedure was performed to remove the starclose device. Hemostasis was achieved using an unk method. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.